Event description:
The customer alleged questionable low glucose results on 2 patients when testing was performed on 3 different cobas b 221 instruments. All testing performed on the cobas b 221 instruments used the same lot number of glucose cassette, 21501130. Patient 1: the initial sample gave a glucose result of 3.5 mmol/l on cobas b 221 serial number (B)(4). This initial sample was repeated on an aci which gave a glucose result of 6.8 (units not provided). A second sample was obtained and analyzed on this cobas b 221 instrument giving a glucose result of 4.1 mmol/l. This second sample was repeated on the aci giving a glucose of 6.7 and on the cobas 6000 analyzer giving glucose of 7.2 (units not provided). A third sample was obtained and analyzed on this cobas b 221 instrument giving a glucose result of 4.4 mmol/l. Patient 2: on (B)(6) 2010, the initial sample gave a glucose result of 4.5 mmol/l on cobas b 221 serial number (B)(4). This initial sample was tested on the aci giving a glucose result of 6.3 (units not provided.) A second sample was obtained and analyzed on cobas b 221 instrument serial number (B)(4) giving a glucose result of 2.4. This second sample was repeated on the aci giving a glucose of 6.3 (units not provided). A third sample was obtained and analyzed on cobas b 221 serial number (B)(4) giving a glucose of 0.8 mmol/l. This third sample was repeated on the aci giving a glucose result of 5.9 (units not provided). The initial results were reported outside the laboratory. These results were questioned and the samples were retested. No adverse events occurred.

Manufacturer narrative:
Drug = paracetamol and therapy start date = (B)(6) 2010. The event occurred in (B)(6).